Event description:
The recipient reportedly experienced dizziness and vomiting after initial implantation. The recipient reported to the emergency room twice for these symptoms. The recipient is taking three (3) medications (type unknown) and has reported some improvement. The recipient's device was activated without issue.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.